Event description:
It was reported that a verisight pro (ice) catheter was used in a venous structural heart procedure. Due to vessel tortuosity, difficulty was noted when advanced to the inferior vena cava (ivc) and toward the heart. While obtaining right side access, an ivc perforation was noted, but was able to be treated with different drug coated balloons to resolve the bleeding. This adverse event is being submitted because the verisight was in use when a perforation occurred, requiring intervention. There was no alleged malfunction with the verisight.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b & a4: date of birth, gender and weight not available from facility. Block b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the verisight catheter was discarded, thus no product investigation was performed. Block h6: per the IFU, perforation is listed as a known risk of complication with use of the verisight catheter. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.